Manufacturer narrative:
H4 - device mfg date: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had alarmed with error 1010, but the patient had reported that the screen was blurry. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the device had alarmed with error 1010, which is an error alerting that is associated with the start of a dose while it should not be running. The screen was blurry to the patient, which makes it difficult to see and review settings. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.